Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 38 mg/dl. The customer stated that she fell due to her insulin reaction, and broke her elbow. The customer also stated that she was at a teacher convention, and had not been monitoring her blood glucose levels. In addition, the customer stated that the insulin pump was exposed to a cat scan recently. No alarms were reported. Advised the customer to monitor the insulin pump, and call back as needed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.